Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up in (B)(6) 2018. Upon review, the right atrial lead had no capture. Prior to the replacement procedure, the lead appeared to be pulled back. The lead was explanted and replaced. The patient was stable after the procedure.